Manufacturer narrative:
Findings: unit passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. Unit functioned properly.

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 98 mg/dl. The customer stated that there is chipped on reservoir area of the insulin pump. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced. The customer reported via phone call indicating that he was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer was treated with food and glucose tablets. Customer was experiencing low blood glucose for 3 weeks. The customer was admitted by the paramedics. Customer's blood glucose a time of 911 called was unknown. The customer was very active on that day.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.